Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold into the high measurement range. Also, the sensing value had decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).